Event description:
A hospital in (B)(6) reported via our distributor that they found an air leak in the probe jacket latch of an rt105 adult breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory elbow of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that the latching clip was broken. We were unable to verify whether the broken latching clip was the source of the reported leak however, as only the elbow was returned. A lot check revealed no other complaints for lot 120111. Conclusion: the information provided by the customer indicates that the damage to the latching clip was not present during setup of the breathing circuit and occurred during use of the product. We are therefore unable to determine how the damage was caused. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. (B)(4).